Event description:
A report was received that the patient was having difficulty charging the ipg and was also having an issue getting the charger to connect to the ipg. It was noted that the ipg was a bit too deep and was tilted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.